Manufacturer narrative:
(B)(4). Reason for surgery: mild uterine prolapse, sui. Concurrent procedures: partial hysterectomy it was reported that following insertion the patient experienced erosion of mesh through the vaginal wall, pain, infections, bleeding, painful intercourse and pain with sitting. It was reported that patient underwent two mesh removal procedures on (B)(6) 2008 and (B)(6) 2007 mesh erosion and painful intercourse. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.